Event description:
A customer contacted baxter technical services (bts) regarding assistance with removing a solution bag and attaching a new one on the homechoice machine(hc). The home patient(hp) stated they called earlier with the check supply line alarm. The technical service representative(tsr) from the previous call advised the hp to attach another bag to the final line, but the hp disconnected the heater bag and replaced that one. The alarm did not clear. The tsr advised the hp to end therapy and start over with new supplies or finish manually. The hp stated he was almost finished with therapy anyways, so he will just end for the night. The tsr walked the hp through ending therapy. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a use error - reuse of single-use product issue was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.